Event description:
It was reported that there was a power on reset (por) condition. As of monday, the patient felt stimulation and sometimes during that day the stimulation stopped. The patient attempted to charge his device on tuesday and was unable to communicate. Last successful charge was a week and a half ago before monday. There was no communication with the clinician programmer, recharger, or patient programmer. The manufacturer representative had done multiple charging activities with the recharger that the old recharging statistics would be deleted. One physician recharge mode had been done and continued seeing no communication with recharger. The pocket appeared tight and he could feel all corners of the implantable neurostimulator (ins). An antenna locate (al) feature had been done with a range of 34-36 and 36-36, after another attempt the al was getting 78 and getting the por message. The patient was getting all eight coupling bars and then would drop down to 0 coupling bars. The patient was using the recharger belt but had forgotten the belt at home. It was suggested that the patient use the recharging belt and spacer bars. The recharger was not charging. The patient was not able to maintain a charge with their charger but the manufacturer representative used their personal charger and it coupled well. The patient was only getting six boxes filled and did not stay, but the manufacturer representative¿s charger would get all eight boxes and stay there. The patient was given the representative¿s recharger to replace the patient¿s.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).